Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was monitored for 2 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. No motor error alarm or e70 alarm noted during testing. No e70 alarm noted in the alarm history screen. The motor was tested outside of the unit and passed. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to infection that was painful on (B)(6) 2019 with blood glucose level was 375 mg/dl. Customer reported insulin pump had motor position encoder error alarm. The customer was treated with fluids, insulin and a prescription for antibiotics. Customer stated insulin pump had motor error and also insulin pump stopped working. Troubleshooting was performed. The insulin pump will be returned for analysis.